Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the brand name, date of event and manufacturing date. Based on the available information, no conclusion can be made. Per medical records review, post implant of perfix plug, the patient was diagnosed with abdominal pain, recurrent hernia, adhesions thereby underwent mesh explant. Per the op-notes, "the fascial edge appeared to have separated from the mesh plug". The instructions-for-use supplied with the device identify adhesions as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected fields: b3 (date of event), d1 (brand name), h4 (manufacturing date) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for repair of an epigastric incisional hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2009 - the patient underwent an additional surgery to remove the perfix plug, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with epigastric incisional hernia and underwent open repair with implant of perfix plug. Per operative report details, "the hernia sac was dissected free form the fascial defects. A small mesh plug (perfix plug) was inserted into the defect and sutured". (B)(6) 2007 - patient was diagnosed with recurrent epigastric incisional hernia and underwent open repair. Per operative report details, "the hernia sac was dissected free from the surrounding tissues and everted into the abdomen. The fascial edge just inferior to the mesh plug appeared to have separated from the mesh plug. It was then sutured by affixing the inferior edge of the repair to the mesh and the edge of the fascia superiorly". (B)(6) 2009 - patient visited hospital due to abdominal pain. (B)(6) 2009 - patient was diagnosed with recurrent epigastric incisional hernia and underwent open repair. Per operative report details, "the hernia defects were identified. The mesh used in the previous hernia repair was then excised. Omental adhesions to the previous mesh and to the fascial defects were ligated and then two biological meshes were placed one over the other and sutured¿. Attorney alleges that the patient experienced adhesions, mesh migration, mesh shrinkage, pain, recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent surgery for repair of an epigastric incisional hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2009 - the patient underwent an additional surgery to remove the perfix plug, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently.